Manufacturer narrative:
The complaint device was tested functionally and no defects that adversely affect the function of the device have been identified. The reported issue cannot be confirmed. Historically, this type of failure has been identified with failure to follow instructions by not connecting the suction on the associated electrode to a proper outlet thus causing the hot liquid from the joint space to flow out resulting in burns/ blisters. Further, a review into the depuy mitek complaints system revealed one other complaints for this serial number, which was reported from the same facility. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Awaiting device return.

Event description:
It was reported by the pharmacist that during an arthroscopy of the right shoulder the surgeon did a synovectomy with removal of calcification using the electrocoagulation system vapr 3 also a acromioplasty has been done. Then in post-op the patient has presented blisters on the elbow coming from the arthroscopy liquid of the vapr3. Local cure has been done with special plaster on the burned part for 10 weeks to get a proper scarring over.